Event description:
It was reported that noise was observed on the ventricular lead. The physician suspected external interference but review of the episodes showed that the competitor atrial lead also had noise. It was advised that the patient be brought back to the clinic for follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.